Event description:
A core console with integral irrigation pump was sent for eval because a personnel reported an electrical shock as the device was being plugged into an electrical outlet. A tingling sensation in the arm was reported; no burn or any other injury was associated with the event. No treatment was prescribed during the ER visit.

Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.